Manufacturer narrative:
(B)(4). Eval, results, conclusion: (endoleak). (Severely angulated aortic neck).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm over 14 years ago. The aortic neck was 22 mm in diameter, 50 mm long and it was severely angulated to the right. It was reported that the pt was seen for their routine yearly f/u appointment. At the last f/u approx one year ago, there were no endoleak noted. On a current CT a distal type I endoleak was noted with increase in aneurysm size to 8 cm ((B)(4) MFR # 2953200-2011-00830). It also appears that the talent graft was disconnected within the left limb causing the left common iliac artery to dilate at the distal end of existing limb resulting in a large type I retrograde endoleak (MFR # 2953200-2011-00831). As the left internal iliac artery was embolized an endurant limb was placed (ref MFR # 2953200-2011-00832) overlapping the existing talent limb by approx 70 mm and landing it approx 15 mm into left external iliac artery . A reliant was used to balloon the entire length of existing limb and the endurant limb. The endoleaks were still evident distally and mid-limb section. Another endurant limb was placed more proximally to cover the entire left talent limb. The reliant was used to balloon the entire limb and external iliac artery section of the stent graft. A small type I endoleak noted distally. No further intervention was performed and the decision was made to review at f/u surveillance. The pt is stable but is suffering from renal failure not related to procedure. No add'l clinical sequelae were reported, and the pt is stable.